Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and an insulin injection was administered to address bg. Customer did not know cause of elevated bg. Recommendation was made for customer to discuss past event with a healthcare provider.